Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 07/17/2025. According to the patient¿s parent, on (B)(6) 2025, the patient was rushed to the emergency room (ER) due to diabetic ketoacidosis (dka). The reporter did not provide cgm values, however they stated that the cgm showed the patient was within range. When they performed a fingerstick it showed the patient was over 400 mg/dl all morning. The reporter immediately rushed to the ER around 11:00 am. The patient was experiencing vomiting, abdominal pain, urination, and thirst. The doctor's finding was dka and treated the patient with insulin, fluids, and zofran. The patient was discharged 7 hours later. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.